Event description:
Ecchymosis on generator, without infection as reported on note dated (B)(6) 2020. Only being monitored. Patient instructed to request consult if progression. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).